Event description:
It was reported that during implant attempt, there was blood in the lumen and the stylet would not go down the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor distorted; full lead returned and analzyed.